Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for stenosis and leaflet thickened/halt are confirmed based on the medical report / imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'approximately 4 years and 5 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a tav in tav due to suspected unresolved halt (thrombus) which led to early stenosis. ['] thrombus was not confirmed by either CT or echo.' Additionally, per the medical record review, 06/16/2024 tte reported 'mild intravalvular leak'. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was suspected to have thrombus. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests patient factors (thrombosis) may have contributed to the complaint event. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the thickening of the leaflet could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 5 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a tav in tav due to suspected unresolved halt (thrombus) which led to early stenosis. The patient presented with shortness of breath (sob), fatigue, and heart failure. The patient was treated successfully with a 23mm sapien 3 ultra resilia. Upon follow up, the vcc advised that at the patient's post procedure call, the sob is resolved, fatigue is improving, wound is healing well, and the patient will participate in cardiac rehab and attend fu appointments. Upon medical record review, the failure mode, suspected unresolved halt (thrombus) led to early stenosis. Patient presented with shortness of breath, fatigue, heart failure. A successful repair with s3ur-23. Thrombus was not confirmed by either CT or echo. Additional medical record review revealed that stenosis was confirmed by echo using the patient's reported ava of 0.70 cm2 with a supporting aov vmax of 4.42 m/s - equivalent to severe stenosis.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 5 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a tav in tav due to suspected unresolved halt (thrombus) which led to early stenosis. The patient presented with shortness of breath (sob), fatigue, and heart failure. The patient was treated successfully with a 23mm sapien 3 ultra resilia. Upon follow up, the vcc advised that at the patient's post procedure call, the sob is resolved, fatigue is improving, wound is healing well, and the patient will participate in cardiac rehab and attend fu appointments. Upon medical record review, thrombus was not confirmed by either CT or echo.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 5 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient underwent a tav in tav due to suspected unresolved halt (thrombus) which led to early stenosis. The patient presented with shortness of breath (sob), fatigue, and heart failure. The patient was treated successfully with a 23mm sapien 3 ultra resilia. Upon follow up, the vcc advised that at the patient's post procedure call, the sob is resolved, fatigue is improving, wound is healing well, and the patient will participate in cardiac rehab and attend fu appointments.

Manufacturer narrative:
Investigation is ongoing.